Event description:
It was reported that the guide wire fractured inside the pt during a ptca case. Reportedly, the fracture caused a perforation in the vessel and cardiac tamponade. The pt was sent to surgery for retrieval of the distal portion of the guide wire and repair of the vessel.

Event description:
It was reported that the guide wire fractured inside the pt during a ptca case. The pt was sent to surgery for retrieval of the distal portion of the guide wire.